Event description:
Per the clinic, the patient experienced an extrusion of the device which was surgically repaired.

Manufacturer narrative:
This report is submitted on may 9, 2022.

Event description:
Per the clinic, the patient was placed under general anesthesia during the surgical procedure on (B)(6) 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection. There are no plans to re-implant the patient with a new device as of the date of this report.